Manufacturer narrative:
(B)(4). Concomitant medical products - shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners/ pn 00875704801/ ln 62446040, bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14/ pn 000877503202/ ln 2697053, fitmore hip stem a size 5/ pn 01.00551.105/ ln 2605633 once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02993.

Event description:
It was reported that patient underwent a procedure to remove scar tissue and adhesions approximately four months post implantation after experiencing pain, slippage and instability. No devices were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure approximately four months post implantation to remove scar tissue and adhesions after experiencing pain, slippage and instability. During the procedure, a significant amount of fluid was noted in the hip consistent with a seroma. There was no evidence of purulence and there were several portions of the capsule that had hypertrophied into scar tissue along the anterior and medial aspects. No devices were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. X-ray review from external surgeon: overall fit and alignment of the right total hip arthroplasty is appropriate after initial surgery and after aspiration. No definite evidence for loosening seen on these images. Bone quality is appropriate. No other issues are seen. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.